Manufacturer narrative:
Product event summary: product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, the criteria for the right ventricular lead integrity alert were met and oversensing due to non-physiologic signals/sic (sensing integrity counter). 791 of 45367 lifetime ventricular sic (v-sic) occur since (B)(6) 2013 - (B)(6) 2013. Eight non-sustained tachycardia episodes of 220 ms v-v cycle are recorded between (B)(6) and (B)(6) 2013. Lead integrity alert (lia) triggered on (B)(6) 2013 due to meeting the conditions for abnormal lead impedance and v-sic. Maximum ventricular pace impedance rises from an approximate baseline of 500 ohms to > 1500 ohms the week ending (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital after hearing an audible lead integrity alert (lia) from their implantable cardioverter defibrillator (ICD). Stored device data revealed the lia had been triggered due to a high short v-v interval count and that episodes of non-sustained ventricular tachycardia (nsvt) showed possible noise on the right ventricular (rv) lead. The site was unable to reproduce the noise with provocative testing but high lead impedances were observed. The device detections were turned off and the patient was admitted. The following day, rv lead testing was conducted that confirmed normal high voltage impedance andfunction. The pace/sense portion of the lead was capped and a new implantable pacing lead (ipl) was implanted without difficulty. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).